Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly, indicating the handle knob was initially rotated and the tripwire was secured in the handle slot. Visual evidence suggested that the slack on the trip wire was not removed during the device setup. The suture was intact and it was attached to the trip wire loop; however, the suture hole was torn. Additionally, it was observed that the ligator head teeth were damaged. There were four bands attached on the ligator head while some bands were moved out of their positions, confirming the deployment failure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU) and product labeling. Based on the evaluation of the returned device, the slack on the trip wire was not removed before the procedure. This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions since the problem was traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b3 (date of event), b5 (describe event or problem), d10 (device avail for evaluation, returned to manufacturer date), h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding of varices procedure performed on an unknown date. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. There was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on october 26, 2020 it was reported that the procedure was performed on (B)(6) 2020.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as the event date is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a banding of varices procedure performed on an unknown date. According to the complainant, during the procedure, the handle was turned; however, the bands would not deploy. There was no difficulty experienced when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.